Event description:
According to the reporter: customer reports that a skin necrosis happened after a session of chemotherapy. They removed the chemosite. No other information related to patient available. No unanticipated tissue loss or bleeding. They assume that a scar will remain even though it is not a life threatening issue. They still don't know yet how she will recover 100% of the skin necrose.

Manufacturer narrative:
(B)(4).